Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4, h4: the device expiration date, complete UDI and date of manufacture are unknown at this time.

Event description:
It was reported that during an anterior cruciate ligament surgical procedure, the two (x2) truespan 24 degree peek devices were being used when after the first firing, noted the sleeve was damaged and could not fire again. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information was provided. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the overall device surface with signs of usage, where the sleeve was found deformed, the needle tip broken and the plates were not returned for evaluation. No other anomalies were noted. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to improper handling/care of the device and procedure variables, where excessive force may had been applied in an off axis position while insertion, leading the needle to fail, the plastic sleeve to deform and lastly preventing the plates to release as intended. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there was no non conformance regarding this lot.